Event description:
It was reported that patient was hospitalized shortly after vns surgery due to swelling in the neck at surgical site that surgeon believed was a blood clot. The physician has responded that the cause of both the swelling and blood clot is due to patient physiology with note ¿fresh post operative field in non-valid, autism child w self abusive behavior¿. Device history records were reviewed and the device was seen to pass all functional and quality testing and was hp sterilized prior to distribution. Device evaluation is not necessary. It will not add value to the investigation as the root cause is known. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿edema¿ is not available. H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
A2. Age at time of event:; corrected data: initial MDR provided incorrect age.